Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system displayed communication error requiring a reboot to clear the message. This is indicative of a system lockup. There is no report of death or serious injury.